Event description:
Customer reported that the paramedics where called and they were able to revive him. Customer stated that he was hospitalized with low blood glucose. He also stated that he over bolused by mistake. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.